Event description:
In preparation for procedure, an IV access using a bd insyte autoguard, 22 g gauge 1.0 inch, 0.9x25mm, was placed without difficulty. I then attempted to twist on the microclave connector and it would not twist into place. Another microclave was tried and it too would not twist on. Upon closer inspection of insyte IV hub, an irregularity was noted which would not allow the microclave to thread into place. IV was removed. In another similar type procedure, this same problem occurred. Both connectors were from the same lot number #1069126, thus the reason for this report.